Manufacturer narrative:
Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of damaged power cable was confirmed with the returned system controller (serial # (B)(6). Visual inspection revealed taped sections on the white power cable. The taped was removed, which revealed green/blue fluid coming out of a tear on the outer jacket. Previous complaint history determined the green/blue fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. Functional testing was performed on the device, which passed. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The device was dismantled after functional testing, and visual inspection revealed the fluid ingress into the housing through the power cables. No functional issue was identified regarding the fluid ingress issue. A root cause that led to the damage on the white power cable could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white power cable on the system controller was damaged. The controller was exchanged.